Manufacturer narrative:
The returned device was evaluated. Testing found the display has a led segment that does not power on due to defective component d2 on instrument board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the segments of the screen aren't lighting up. No patient impact or consequences were reported.